Event description:
It was reported that the customer was hospitalized with blood glucose of 180mg/dl. It was stated that the customer had a seizure and was in a lot of pain. The customer passed out and the paramedics were called. It was stated that the customer's glucose level was 40mg/dl, and he was given juice and yogurt. By the time the paramedics arrived his blood glucose was 65mg/dl. The caller mentioned that he had an issue with the transmitter and he believes that the seizure could have been avoided if they had the transmitter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.